Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed with this implantable pacemaker. This device remains in service. No additional adverse patient effects were reported.